Event description:
A discrepant result was obtained on the suspect device when compared to a lab. The device result reported was 6.9 inr. The lab result reported was 4.2 inr. The device was replaced and requested to be returned for evaluation.